Event description:
Information received from the field notes that when the patient presented for a gi procedure, the device interro- gated in back-up mode. Prior to the interrogation, the clinician initiated the automatic downloader, but the device remained in back-up mode. A second software download was attempted, but failed. The patient has had an av nodal ablation.